Manufacturer narrative:
The investigation for the kinked catheter has been completed. The product was returned and a kink in the catheter was confirmed. The root cause of the catheter kink was determined to be delivery issues due to patient condition. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 24yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to heart transplant. It was reported that during a difficult insertion, the pump kinked. The pump was pulled back and replaced and support continued to the transplant. There was no patient harm reported.